Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator displayed a screen block error. There is no reported patient involvement associated with this event.

Manufacturer narrative:
(B)(4). The device was evaluated. It was found that the touch frame printed circuit board (pcb) was dusty. The pcb was cleaned. The ventilator passed all testing.